Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the cannula broke off inside his body. The customer¿s blood glucose level was 120 mg/dl. Advised customer that the sensor would be replaced and sensor will be returned for analysis.